Event description:
The physician was cauterizing some tissue during the laparospopic hysterectomy procedure when the tip of the kleppinger cautery instument broke off. All the pieces were retrieved through the laparoscopic port and there was no harm to the patient.